Event description:
The customer reported the 6800 system has no fluoro. There is a cold solder joint at the footswitch plug. No pt injury was reported.

Manufacturer narrative:
The service rep repaired in place and checked the system by operating the fluoro function. He tightened the vertical arm movement and ii travel fixture. The system operates as intended.